Manufacturer narrative:
Date of event: event year is reported as 2021; however the exact date of event is unknown. This report is for an unk - screws: spine/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021 patient underwent revision surgery with bone grafting and a new proximal humerus plate and the associated screws for non union of proximal humerus, the primary surgery done in (B)(6) 2021. Previous hardware was intact, locking compression plate (lcp) and nine (9) unknown locking screws were removed successfully. There was patient consequence reported. This report is for one (1) unk - screws: locking: trauma. This is report 4 of 10 for complaint (B)(4).